Event description:
It was reported that the indicated battery charge dropped significantly in a short period of time. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. The issue was resolved, and the customer was advised to follow up if the problem recurs.